Event description:
It was reported that during the surgery, while milling the bone to remove a screw, the device broke in the surgical zone. There is a missing piece of the device that could not be located in the surgical site.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported drill breakage was confirmed. The drill fragment was retrieved but not returned for investigation. A visual inspection showed the drill helix had broken off near the shaft, with plastic deformations from contact with a hard object (not bone). The fracture was caused by torsional or bending overload during use. The root cause was attributed to user error, likely due to collision and friction with a screw while attempting removal. No material, manufacturing, or design issues were identified, and no corrective actions are needed.

Event description:
It was reported that during the surgery, while milling the bone to remove a screw, the device broke in the surgical zone. There is a missing piece of the device that could not be located in the surgical site.